Event description:
The suspect meter exhibited variation in test results when compared with the clinic. The following test results were reported: 01/2006, inrato 4.1, clinic 2.9. Two days later, inratio 4.6, clinic 3.2. Tech support shall provide a box of 12 strips. Pt will call back with results.